Event description:
The pt was found deceased in a parking lot on the morning of october 22, 1999. The report states that the pt "most likely has been lying there since the night before." The electrograms showed initial lead noise and possible ventricular fibrillation. The device sensed the noise and delivered therapy. The charge time is appropriate but the high voltage lead impedance showed less than 10 ohms. It appears that the "ICD" delivered a high voltage shock into impedance that was too low and may have caused damage to the output stage of the "ICD" after the first shock. The latest diagnostic episodes show a prolonged charge time. The low lead impedance is consistent with an insulation break or failure of the lead.